Event description:
It was reported that the patient¿s blood glucose reached over 300 mg/dl. The needle mechanism had fully deployed before the pod was able to be used. The patient did not use the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.